Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse correct amount when doing the preventive maintenance testing. The pump was regularly putting out 2-2.5 ml less than expected following the service manual instructions each time. "Max volume was 50 ml", the rate was 125 and set to deliver 40 ml. The intravenous set was new (and fully primed). The test was repeated a second time with the same result then used another set for a third attempt and gave the same result. There was no patient involvement. No additional information is available.